Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. Troubleshooting thus far has been unsuccessful.

Event description:
Follow up information identified further troubleshooting was unsuccessful, as the ipg will not communicate with external devices. The patient recalls undergoing multiple unrelated surgical procedures, but it is unknown if electrocautery was utilized during the procedures. The patient has not noticed ineffective stimulation other than experiencing some shooting pains on occasion. The patient may be awaiting surgical intervention as the next course of action.

Event description:
Follow up revealed that surgical intervention was taken to explant and replace the patient's ipg.